Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 430 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 united fixed prime, and the customer stated that the insulin pump alarmed no delivery. The customer removed the infusion set and stated that the cannula was not bent. Advised customer to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.